Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence urgency frequency. Patient stated that her device had a connection error. After troubleshooting, she was able to increase stimulation to a level where it could be felt comfortably and made sure it was working. The patient later reported 2 days later that the device was causing her nerve damage in her legs and feet to accelerate. The patient was advised to please contact her clinician with questions regarding medical advice or if she has questions about her health. No diagnostics/troubleshooting performed. No interventions/actions were taken. There were no further symptoms or complications reported or anticipate.